Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 5.2 was stuck because a folded-up piece of paper was left on top of the drawer when it was closed. A field service engineer (fse) removed the paper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.